Manufacturer narrative:
The reported complaint of a potential catheter leak was not confirmed during visual and functional testing of the returned quattro catheter (lot #191153). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual examination of the returned catheter found no physical damage. Dried blood residue was observed on the balloons and inside the luered tubings. During the functional pressure leak test of the returned catheter, all infusion ports and lumens were flushed without resistance, except the medial infusion luer port due to the blood clogged inside the tubing. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were found. The balloons did not leak during testing. In addition, the returned catheter was connected to the returned suk and ran on a peristaltic pump for 10 minutes at a high-speed rate; no leak was observed. The suk red pinwheel was rotating as expected, and the catheter functioned as intended. During further testing, the returned catheter was connected to the returned suk and ran on the thermogard console system in both warming and cooling modes for 2 hours. The system ran in the max warming mode with a target temperature of 37°c for 60 minutes and in the max cooling mode with a target temperature of 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.

Event description:
The quattro catheter (lot #191153) and start-up kit (suk) (lot #194301) were used in ivtm therapy. The quattro catheter was inserted into the patient's right femoral vein. The customer did not state whether the catheter insertion was smooth or not. About two days into the treatment, during the maintenance phase after cooling the patient, the nurse noticed that the volume of the saline solution had decreased by nearly 200 milliliters in the 500-ml saline bag. No air trap alarm was displayed on the thermogard system when the issue was noted. The customer performed a catheter leak check per the zoll IFU but couldn't find the leak location on the catheter. The customer did not find saline solution on the patient's bed, floor, or console. The customer suspected a possible infusion of 200-ml saline solution into the patient's bloodstream. Due to uncertainty about the exact source of the leak, both the catheter and suk were replaced, and a new saline bag was installed. The treatment was continued and completed with the same thermogard console. No consequences or impacts on the patient.